Event description:
The customer's mother reported that a customer was hospitalized due to hyperglycemia. It was reported that the customer was pregnant at the time of the event. Troubleshooting was performed, and the programming on the insulin pump was correct. A bolus was performed while the customer was disconnected from the insulin pump, and insulin did deliver normally. The customer's doctor reported that the customer is not mentally able enough to fully comprehend all the aspects of insulin pump therapy. The customer's doctor advised that he will contact the diabetes training center for assistance with programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.